Event description:
Customer reported: "pt underwent preoperative tee with echocardiogram matrix probe on (B)(6) 2011 transthoracic echocardiogram images, the pt went to the operating room on (B)(6) 2012 and cardiac surgery was not performed since the tee identified mitral regurgitation.¿

Manufacturer narrative:
(B)(4). The reported issue is currently under investigation. At the time of this report, there is no evidence to indicate that the ultrasound system malfunctioned.